Event description:
The complainant reported that in 2007, a vaxcel plus dialysis catheter was implanted to provide hemodialysis vascular access to a male patient. The patient went through 18 sessions of hemodialysis using this device and the complainant reported that everything was normal. On the following month, the patient came to the hospital with the vaxcel plus catheter completely out of his body, despite the fact that the cuff was still inside the patient's body. A temporary subclavian catheter was then used to provide vascular access. The complainant indicated that there is no intention of the clinician to remove the device cuff from the patient. A replacement of a permanent catheter was performed for continued dialysis procedures, and the complainant indicated that there was no adverse effect to the patient as a result of the reported problem.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met specification. The august 2007 15-month dialysis catheters complaint trend report, inclusive of all failure's modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. At this time, we are unable to determine the relationship between the device and the cause for this event.